Event description:
On an unknown date, the patient was treated for an acute complicated type b dissection with a gore tag thoracic endoprosthesis. He had progression of renal failure despite successful intervention, and ultimately became dialysis dependent.

Manufacturer narrative:
This was originally reported in the journal of vascular surgery.